Event description:
Endoplus received a call informing that the jaws of a 346va had broken off in a pt during surgery. There is no report of injury to pt and all parts are reported to have been recovered.

Manufacturer narrative:
The device was not returned to endoplus for investigation. The device history record and the current mfg process were reviewed and no nonconformances were identified. A review of the complaint history revealed 3 other occurrences of the same failure mode that was attributed to this device. Samples from those other occurrences have been returned to endoplus for investigation which is currently underway. Based on the evidence, endoplus has informed FDA per 21 cfr 806.10 of our decision to voluntarily recall.